Event description:
It was reported that the patient experienced skin reactions with multiple pods beginning in (B)(6) 2025. On (B)(6) 2026, the patient removed a pod that was causing itchiness, redness, and tearing of the skin that resulted in an open wound. The patient¿s wife reported that the cannula had dislodged and insulin odor was noted at the site, indicating an insulin leak. No impact to the patient¿s blood glucose levels was reported. The patient successfully resumed therapy with a new pod. On (B)(6) 2026, the patient sought medical attention at urgent care due to ongoing skin symptoms. The visit lasted approximately 2.5 hours. The patient¿s wife reported that the physician mentioned irritation but was unable to recall the exact diagnosis. Treatment consisted of ointments and antibiotics.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site irritation/infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a. 250605.031.a3. S928usqs4cza1. Hardware: sm-s928u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.